Manufacturer narrative:
This report is submitted on july 17, 2024.

Event description:
Per the clinic, the patient developed a skin flap infection and skin necrosis resulting in the extrusion of the receiver/stimulator. The patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on february 13, 2024.